Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) due to high thresholds. The lead was replaced without incident. Upon explant visual inspection noted a conductor fracture and insulation issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Thorough evaluation of the lead was performed. Visual inspection noted electrocautery damage in four locations, approximately 10, 18, 25 and 50 cm from the tip. A kink was noted approximately 25 cm from the terminal pin and x-ray imaging did not identify a fracture. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the clinical observation of insulation damage but not lead fracture as the lead was confirmed to be electrically continuous.